Event description:
Per sub: it has been reported by the hosp that there was a fault within the resealing mechanism of the system and pts involved had to receive donated blood. Product was disposed of at hosp.